Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a significant increase in lactate dehydrogenase (ldh) level. The ldh was drawn in preparation for non-pump related surgery. The ldh was 1500 u/l and plasma free hemoglobin (pfhg) was 20 g/dl on admission. Heparin was started on admission. The patient reported darker urine, but nothing out of the ordinary. The patient's last inr was 3.8 on (B)(6) 2017, with a target range of 2.5-3.5. It was reported that the system controller log file showed intermittent power elevations. The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut approximately 6 inches from the pump housing. The distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port and an unattached bend relief collar was also returned. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed thrombus formations surrounding the inlet bearing cup and inlet bearing ball. These formations appeared to be pulled apart during the disassembly process. Each thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. The deposition was not adhered to the blood-contacting surfaces and did not show any evidence of lamination. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. A specific cause for the development of the observed thrombus formations could not be conclusively determined through this evaluation; however, the depositions were partially obstructing the blood flow path and could have contributed to the reported signs of hemolysis, as well as the power elevations that were confirmed through the evaluation of the system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.